Event description:
It was reported that there were concerns about this pacemaker's battery longevity. The data for battery analysis has been requested. The device remains in use. No adverse patient effects were reported. This investigation will be updated when further information becomes available.